Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the event was likely patient related factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03336.

Event description:
Edwards received notification from a field clinical specialist that during a transcarotid tavr, the first 26 sapien 3 ultra (s3u valve had moderate to severe paravalvular leak (pvl) and the second 26 s3u valve had severe central leak.as reported, a 16fr esheath was used for the case. The 1st valve was implanted at 80:20 aortic/ventricular position and the chunk of calcium in the left ventricle outflow tract (lvot) was creating moderate pvl. The valve was post dilated with +2cc added to the nominal volume, but the jet was still significant. The team chose to put a 2nd valve in to try to plug the pvl that was coming from inside and around the valve. The 2nd valve was placed without difficulty with +1cc. The 2nd valve was deployed and lined up exactly so the top of the 2nd was right at the top of the 1st. The pvl was reduced to mild, however another jet in a different area was now present. The leak was interrogated and found that it was central. While doing this the blood pressure was dropping because the patient had torrential aortic insufficiency (ai). The team needed to place a 3rd valve to get rid of the central ai. After deploying the 3rd valve the blood pressure stabilized and on transesophageal echogardiogram (tee) there was no more central ai jet. The patient was hemodynamically stable and the case was concluded.